Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The lot was evaluated but the product was not returned. Review of the lot shows no evidence that the manufacturing process would have contributed to this complaint.

Event description:
It was reported patient underwent a biomet stagraft dbm subtalar joint fusion on (B)(6) 2013. Subsequently, patient is experiencing inflammation and pain due to bone chips from the dbm plus migrating and embedding into the soft tissue. There has been no reported revision procedure.